Manufacturer narrative:
The pump was received with a stripped battery cap coin slot. The pump was received with a cracked reservoir tube lip and minor scratches on the lcd window. The pump was monitored for several days, and no unexpected low battery life anomaly noted. The pump was received with normal operating currents.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated there appears to sractches and wear and tear the battery cap and reservoir compartment. The customer stated that the damage is wear and tear. The customer stated the pump has been bumped. The customer stated he can barely read the pump screen and has tape on the pump screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.